Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified, nor could the phenomenon be confirmed/reproduced. However, it¿s likely the cause is related to a defective printed circuit board. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the asset evis exera iii video system center had a white screen. The issue was not found during a procedure. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found the color of the image was abnormal due to a faulty printed circuit board. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.